Event description:
The pump was returned for investigation. Investigation revealed that there were multiple ¿no cartridge detected¿ alarms recorded in the black box history. The pump was unable to be loaded or primed due to the ¿no cartridge detected¿ alarms. The force sensor was found to be out of calibration. The display screen was also found to be dim and discolored. The contrast and down arrow keypad buttons were found to be intermittently responsive and contamination was found under the contrast and down arrow button key contacts. There was no reported adverse event associatd with this complaint. This report is made based on results of investigation completed on 12/20/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/20/2013 with the following findings:investigation revealed that there were multiple ¿no cartridge detected¿ alarms recorded in the black box history. Large prime volumes were found in pump history but not duplicated during investigation. The pump was unable to be loaded or primed due to the ¿no cartridge detected¿ alarms. The force sensor was found to be out of calibration. The display screen was also found to be dim and discolored. The contrast and down arrow keypad buttons were found to be intermittently responsive and contamination was found under the contrast and down arrow button key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).